Event description:
It was reported the tip of a threaded steinmann pin broke off during surgery and was not realized until the post-operative visit. During an unspecified surgical procedure, the tip of the device fractured intra-operatively. The issue was not identified at the time of surgery and was discovered subsequently at a post-operative visit. No information was provided regarding imaging, fragment retrieval, or any further intervention. No environmental conditions were reported that may have influenced the event. The patient outcome is unknown, and no details regarding patient treatment were provided. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h3; h6. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.